Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications. The positive control for hbv was robust and exhibited a sigmoidal amplification curve, indicating proper assay functionality. The data analysis revealed late amplification for the results from 03-jun-2024 and 17-jun-2024, with cycle threshold (CT) values of 38.4 and 36.8, respectively. These findings are consistent with the assay's limit of detection (lod), where reactive and non-reactive results may occur and are expected under certain conditions. The root cause of the reported discrepant results is most likely related to the assay's lod. In the clinical context, with serology consistently reactive, the donor is likely to have a chronic hbv infection with persistent hbsag in the blood. A product issue was not identified during the investigation.

Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) testing using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The reported results for hbv nucleic acid testing (nat) were as follows: on (B)(6) 2022, the sample was initially reactive, but a repeat test was non-reactive. On (B)(6) 2022, (B)(6) 2023, and (B)(6) 2024, the results were non-reactive. On (B)(6) 2023 and (B)(6) 2024, the results were reactive. On (B)(6) 2024, the sample was initially reactive, but a repeat test was non-reactive. Serology testing for hbv using an abbott assay was reactive for all samples tested.